Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, the tip where the laser fiber goes, the distal tip, came off inside the patient. The patient was not harmed and they were able to remove it. It slowed down the case since they had to go in to take it out. No death or (unanticipated) serious deterioration in state of health reported.